Manufacturer narrative:
Investigation conclusion:a review of the product did not find any unusual trend for the reported complaint category. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: email.

Event description:
Customer reporting 4 false negative results on symptomatic patients. Customer states the results were confirmed positive by another brand rapid antigen test (performed by patient at home prior to qv test) and pcr. Report 3 of 4.